Event description:
It was reported that the patients ipg does seem to protrude somewhat from the pocket.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.